Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. Review of device history records revealed no anomaly or deviation. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s legal counsel reported patient underwent right hip revision procedure approximately 9 years post implantation due to pain. During the procedure, the bipolar head was removed and a femoral stem, ceramic head and dual mobility bearing were implanted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: m2a magnum pf cup, catalog#: us157850, lot#: 160820, cobalt-g hv bone cement, catalog#: 402433, lot#: 775270. Reported revision event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right hip revision procedure approximately 9 years post implantation due to pain. During the procedure, the cemented femoral head was removed, and a femoral stem, ceramic head and dual mobility bearing were implanted. Review of revision operative notes state there was moderate effusion in the joint with clean fluid which appeared normal. There was not a significant amount of metallosis surrounding the joint. The acetabular cup was retained. Exam of the explanted head indicated there was fibrous membrane between cement and bone, with fibrous ingrowth inside the cement mantle.